Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during the procedure, the surgeon placed clips from the er320 across the cystic duct and artery. During multiple firings, the applier ejected unfired clips into the abdomen and then fired half formed clips across the cystic artery. Another er320 was opened to complete the case successfully. There was no pt consequence.